Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the hydraulic fluid was low and he replaced the solenoid valve to repair the bed.